Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that error messages were observed after the internet protocol (ip) address and port settings were changed, resulting in data no longer being transmitted. A technical support specialist (tss) restarted the host service communication engine service on the virtual machine (vm), which resolved the reported communication issue. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the rxconnect was experiencing connection issues. The ip address and port did not match the configured settings. There were aws integration issues with netsmart. Error received: no vending console message has been received from the console. Hl7 messages were also not working. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.